Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the cannula while connected to the site while using trusteel infusion sets. There was no adverse impact to the customer's blood glucose level. Tandem's technical support educated the customer that steel cannula infusion sets do not require fill cannula sequence. Customer acknowledged.